Event description:
On (B)(6) 2002: exam of the lumbar spine- alignment, decreased lordosis. Inspection: scar/s present. Tenderness to palpation l5-4, l4-5 on both sides. Range of motion: decreased and painful. Lumbar nerve root provocation testing: positive. Diagnosis: lumbar degenerative disc disease, idiopathic low back pain (B)(6) 2002: procedure- per medical records, the patient underwent an l5-s1 anterior lumbar interbody fusion with posterior laminotomies. Patient had post surgical pain which was ¿severe and currently inadequately controlled.¿ preoperative diagnosis: l5-s1 degenerative disk disease with foraminal stenosis bilaterally, postoperative diagnosis: l5-s1 degenerative disk disease with foraminal stenosis bilaterally l5-s1 arthrodesis, anterior interbody; osteotomy of anterior and posterior osteophyte at l5-s1 application of intervertebral cage times two at l5-s1; autograft from l5-s1 anterior osteophytes use of morselized allograft; somatosensory evoked potential monitoring, bilateral lower extremities bilateral lower extremity emg monitoring; use of fluoroscopy with needle localization re-exploration of l5-s1 microdiskectomy bilaterally; lower extremity somatosensory evoked potential monitoring; bilateral lower extremity electromyogram per medical records, the l5-s1 disc space was severely degenerated. There was also anterior osteophyte formation which was resected. The patient also had completely collapsed disk space. Per medical records, each cage was filled with a combination of morsellized bone from anterior osteophytes harvested from the patient as well as platelet concentrate and bmp on a carrier made up of cellulose. Both cages were packed. Each cage was placed separately into the l5-s1 disk space by screwing into the disk space under fluoroscopic visualization. On (B)(6) 2002: assessment: postlaminectomy syndrome, lumbar region (B)(6) 2003: assessment: post laminectomy syndrome-lumbar region; arthralgia frequent urination/dysuria (B)(6) 2004: patient presents with complaints of low back, leg, knee, and foot pain. Patient describes the quality of pain as constant burning pain with numbness and tingling. On (B)(6) 2004: impression: 2mm posterior disc bulge at l3-l4 results in moderate bilateral l3-l4 lateral recess stenosis; 3mm posterior disc bulge at l4-l5 results in moderate bilateral l4-l5 lateral recess stenosis. There is also a focal contained annular tear of approximately 2 mm at this level. Prior intervertebral disc fusion with bone graft is noted at l5-s1. A 3 mm osteophytic ridge is identified. This contributes to a moderate right l5-s1 neural foraminal encroachment in conjunction with facet joint arthropathy. There is anatomical potential for impingement on the exiting right l5 nerve. On (B)(6) 2005: assessment: post laminectomy syndrome-lumbar region; occipital neuralgia, migraine, unspecified with intractable (B)(6) 2005: assessment: post laminectomy syndrome-lumbar region; cervical disc disorder carpal tunnel syndrome (B)(6) 2006: assessment:post laminectomy syndrome-lumbar region;migraine, w/o mention of intractable migraine (B)(6) 2007: assessment: post laminectomy-lumbar region; arachnoiditis-lumbar region and sacroilitis migraine, w/o mention of intractable migraine (B)(6) 2008: assessment:post laminectomy-lumbar region; arachnoiditis migraines; muscle spasm; spondylosis without myelopathy (B)(6) 2009: impression: at l4-5 there is moderate to severe left and mild to moderate right lateral recess stenosis attributable to 5-6 mm left paracentral posterior disc herniation with mild opposing, left greater than right, ligamentous thickening. At l3-4, there is mild to moderate left and mild right lateral recess stenosis with a 2.5 to 4 mm left greater than right, posterolateral disc bulging/protrusion an prosthetic interbody fusion has been performed at l5-s1 with exhibition of a normal posterior disc profile. A laminectomy defect is also present at this level without evidence of a tumefactive scar tissue formation or any sign of "arachnoidtis". On (B)(6) 2010 assessment: post laminectomy-lumbar region; arachnoiditis-lumbar region;lumbar radiculopathy; headache; cervical disc disorder (B)(6) 2010: assessment: post laminectomy-lumbar region; arachnoiditis-lumbar region <(>&<)> sacroilitis lumbar and cervical radiculopathy;hip pain;pain in joint, knee;cervical disc disorder (B)(6) 2011: assessment: pain in shoulder joint; degeneration of cervical intervertebral disc; post laminectomy-lumbar region (B)(6) 2011: assessment: post laminectomy-lumbar region; lumbar radiculopathy (B)(6) 2012: assessment:post laminectomy-lumbar region; foot/heel pain; right ankle pain lumbar radiculopathy (B)(6) 2012: impression: on the current examination capacity for symptomatic nerve root impingement is most pronounced at l3-4 where 3 mm broad-based posterior disc bulging and mild bilateral ligamentous thickening and facet arthroplasty results in mild to moderate bilateral stenosis of the lateral recesses. At l4-5, there is now mild bilateral stenosis of the lateral recesses due to 3 mm broad based posterior disc bulging and mild bilateral ligamentous thickening and facet arthroplasty. There has been considerable interval subsidence in the degree and conspicuity of the previously depicted 5 mm left posterolateral disc herniation depicted at this level on (B)(6) 2009. Nevertheless, there is mild residual severe symptomatic impingement upon the descending left and right l5 nerve roots. At l5-s1 stable postoperative changes of a prior prosthetic interbody cage fusion and laminectomy are shown without tumefactive scar tissue formation or any sign of arachnoiditis. On (B)(6) 2012: patient presented at doctor office with low back pain radiating to the right groin, anterior thigh to the foot. She states that pain increases throughout the day. On (B)(6) 2013: patient presents with complaints of neck, low back, and legs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.